Manufacturer narrative:
The calcium electrode lot number and expiration date were not provided. A field service engineer (fse) noticed the cuvette washing station was overflowing and adjusted it. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable calcium result from the cobas 8000 c 702 module. The initial result was 1.58 mmol/l, and the repeat result was 2.29 mmol/l.